Event description:
The customer received a blood glucose reading of 441mg/dl on the contour meter. He adjusted insulin based on the reading which caused hypoglycemia. He was hospitalized. Additional information regarding the incident was not provided. The test strips were returned for evaluation. New meter and strips were sent to the customer.